Event description:
Pt's anatomy placed torque onto device making it difficult to deploy. Attempts were made to remove device and it separated. One section removed without difficult and one removed via grasper. Company rep will investigate potential product malfunction.